Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the infusion completed sooner than expected. It was noted in the medication administration record (mar) documentation and infusion knowledge portal (ikp) data that the medication blinatumomab was infused at the ordered rate and the volume to be infused (vtbi) was completed as expected. It is the customer's opinion that perhaps the clinician forgot that the infusion had started at an earlier time. The event occurred in the pediatrics unit. There was no patient impact.